Event description:
Customer reported a malfunction with no notable events occurring prior to it, and the malfunction code displayed was malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.